Event description:
As reported on (B)(4) 2015, patient presented for a microwave procedure of the liver. During the procedure, the treating physician placed the probe using a CT scan. It was noticed the probe tip appeared to be bent. The probe was removed from the patient fully intact. The device was set aside and a new of the same device was used to successfully complete the procedure. The patient suffered no permanent harm or injury due to this event as the defective disposable device did not come into contact with the patient. It was reported the disposable device is not available for return to the MFR for evaluation as it was disposed of by the user.

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the MFR for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a f/u medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).